Manufacturer narrative:
Additional information was received on december 28, 2015 clarifying the issue reported. They believe what they described as glue like material found on the catheter was the anchor window which is part of the catheter design. However, the physician is concerned because of the amount and volume of the glue on the catheter. (B)(4). It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a celsius 4mm catheter. Before using the product on the patient during the procedure, the physician visually inspected the celsius 4mm catheter. Glue like material was observed on the catheter tip. The physician changed the catheter. The procedure was completed with no patient consequence. Upon receiving the catheter, it was found in good normal conditions. No glue like material was found. Per the event description, it was tested for outside diameters and catheter passed od test of polyurethane (pu) margin. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint cannot be confirmed. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes. Since product is tested 100% for visual inspection.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a celsius 4mm catheter and foreign material was found on the catheter tip. Before using the product on the patient during the procedure, the physician visually inspected the celsius 4mm catheter. Glue like material was observed on the catheter tip. The physician changed the catheter. The procedure was completed with no patient. The product has been received in the biosense webster failure analysis lab. During the initial inspection, it was noted that the returned product appeared to be in normal conditions. Additional clarification has been requested on the event. However, no further information has been made available. Therefore, with the information available at present, this issue has been conservatively assessed as a reportable malfunction.